Event description:
The field service representative (fsr) reported that during troubleshooting and repairs for MDR 1828100-2015-00019 and MDR 1828100-2015-00020, this perfusion system would not boot-up on battery power. There was no patient involvement.

Manufacturer narrative:
The fsr checked the battery status screen for proper power manager operation. The fsr downloaded the system and power manager logs and sent them to the manufacturer for further evaluation. The fsr charged the batteries for 48 hours. The batteries are now fully charged, he verified proper battery status and operation. The unit operated to manufacturer specifications and was returned to clinical use. The fsr recommended periodic exercise of batteries in storage. There will be no return of any parts on this complaint.